Event description:
Facility report indicates that a (B)(6) female pt suffered a broken tibia and fibula as a result of a fall. Facility contact was not sure what interventions were implemented for this pt as the pt had been transferred to a different facility. Facility contact further reported on personal knowledge that the monitor and sensormat pad were working very well before the incident, as she had personally assisted the pt to the restroom several times and the monitor alarmed every time. Facility's report indicates that the sensormat pad was unplugged at the time the fall occurred. Facility contact stated that the pad plug had been stepped on which explained the damage to the plug. Facility contact could not report the serial number or model number of the monitor involved in this incident. Finally, facility contact stated that their distributor was scheduled to do inservice training for staff.

Manufacturer narrative:
Device was evaluated by manufacturer. Two items of user damage were found on visual inspection: the sensormat pad plug was damaged and difficult to insert in a monitor. Facility reported that plug was stepped on after incident; some slight damage was found from the sensormat pad being folded. Instruction for use state "do not immerse, roll, or fold the sensormat." Performance tests were performed and the sensormat pad returned operated according to all specifications. User damage to plug was found but still allowed plug insertion into monitor for testing. Facility reported that the sensormat pad was operating normally before the event, and that the sensormat was unplugged from the monitor at the time of the event. User error was the cause of the system failing to alarm as the sensormat pad must be plugged into a monitor to sound an alarm.